Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the light intensity of the evis exera iii video system center is not adjustable. The customer tried changing cables, but it didn¿t fix the issue. The reported issue occurred during a diagnostic gastroscopy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon, (1) ¿brightness control does not work¿, was confirmed and was determined to have occurred due to a faulty patient circuit (cp) board. According to the service manual, cp board has functions to control video board, peripheral devices, and screen display. The reported phenomena (2) and (3) ¿front panel led lighting failure¿ were confirmed and were determined to have occurred due to a faulty cp board and faulty front panel unit. According to the service manual, cp board has functions to control video board, peripheral devices, and screen display. The reported phenomenon (4) ¿no sdi image¿ was confirmed and was determined to have occurred due to a faulty patient circuit (dx) board. Countermeasures for static electricity were applied to the dx board of the subject device. According to the service manual, dx board has functions to transmit video signals, to control screen display, and to output video. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Other incoming inspection findings were as follows: phenomena (5) nbi does not work (faulty cp board), (6) scope ID is not displayed (faulty cm board), and (7) dust inside the device were confirmed at the repair department of sbc. According to the service manual: cp board has functions to control video board, peripheral devices, and screen display; dx board has functions to transmit video signals, to control screen display, and to output video; cm board has function to record static images. Olympus will continue to monitor field performance for this device.